Event description:
Intl affiliate reported the valve could not be programmed following MRI. The valve was removed. The pt was hospitalized for sleep apnea and died. The surgeon reports the valve was unrelated to the pt's death.